Event description:
Concerns with renasys a/b kit: opl rolls up on itself and is very difficult to keep in place. Gutters do not empty and fluid is pooling in abdomen. When opl is rolled on top of itself, they are not getting an even distribution of negative pressure or fluid removal. Film is resulting in a large number of skin blisters despite changes in technique to reduce.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez. Smith & nephew received the above product complaint for concerns with the renasys abdominal dressing kit w softport. No pictures, samples or lot number information were provided for evaluation; therefore, the complaint in inconclusive. There is no specific information about pressure settings used to manage the abdominal fluid. Without the above information unable to determine if the pressure settings were within the recommended settings according to IFU. The dressing technique according to the IFU would also assist with the opl rolling on itself. A possible root cause for blisters is a reaction to the adhesive on the transparent film in patients that have certain skin conditions and/or certain sensitive skin types. Another possible cause is application technique. More information is required to determine the cause of the blisters from the transparent film and what changes in techniques were used in an attempt to reduce the blisters. Requests to obtain additional information from the user facility were unsuccessful. A device history record review could not be performed because no lot information was received. No definitive root cause could be determined. The harms associated with the event are identified in the ura and have been deemed acceptable. No further action is required at this time.